Manufacturer narrative:
Additional information d4.

Event description:
The complaint involved two unspecified plum sets experiencing no flow. The customer returned a mating device sample which was a primary plum sets. During inspection, the plum sets were found with the reported defect on the two (2) used list #unknown primary plum sets. Therefore, a complaint is being registered to capture the air vent no function of the mating device that was returned with the chemoclave® vented bag. The issue initially reported under the chemoclave® vented bag. The reporter stated, ¿the air vent was no function. When used ch14 to the pp bottle of chemo medicine, it can¿t infuse." The event occurred during infusion. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
The device is unspecified. Without a lot number the manufacturing and expiration date. 510k - k141789 - was selected as representative of the product as a place holder. Investigation summary: received three (3) used ch-14, two (2) used list #unknown primary plum set and other mating devices for inspection. Each of the filters at the drip chamber were wetted out with prior infusate. Each set was leak tested per product specifications. There was leakage from the drip chamber filter from various locations. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Lot history review was unable to be conducted because no lot number(s) was/were identified.